Manufacturer narrative:
(B)(4) captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted and there were no further signs of a high current condition. Detailed testing was completed and the current drain continued to be as expected. Analysis confirmed the no telemetry condition was due to a high current condition, however the cause of the high current condition was not determined as it resolved during testing and could not be recreated.

Event description:
It was reported that during the post implant check, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Device testing at implant did not reveal any anomalies. A magnet was applied to the device and no tones were emitted. Additionally, programmer troubleshooting was performed and the device was still unable to be interrogated. The pocket was reopened and this device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.